Event description:
It was reported that during implant, the lead was unable to pass through the sheath. When the lead was being pulled out it got stuck in the sheath and was not able to be removed. This lead was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description included. The reported field event of lead not being able to pass through the sheath was confirmed in the laboratory. The lead diameter was found out of specification. Too much medical adhesive was used causing the lead diameter being too large to pass through the sheath. The end of the safe sheath introducer was not able to expand enough, breaking loose the optim sheath and rolling it over inside it until the tow became wedged together and became stuck.